Event description:
It was reported that a patient underwent a venaseal closure procedure on (B)(6) 2025. Only one leg was treated. The physician chose not to use the blue introducer. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj. Thirteen days after the procedure ((B)(6) 2025), the patient experienced a hypersensitivity response and was prescribed benadryl. A few days later, the patient presented to the emergency room with a rash across the torso, neck, and face and was prescribed prednisone. The hypersensitivity response resolved, as the patient did not return for further evaluation of the rash. Approximately two months after the procedure ((B)(6) 2025), the patient presented to the clinic with an ulcer/wound formation on the medial left knee and proximal calf, corresponding to the area of pre-operative larger varicose veins. There was also a scabbed over area at the location of the procedural access site and a granuloma near the access site within 5 cm. The granuloma was still present at the time of reporting. The patient was referred to infectious disease.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received reported the md referred the patient to infectious disease. They have a call in to patient to follow up, but patient has not called the clinic back. Sterile techniques were followed and compression was utilized. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.